Event description:
Per customer "the brake cable broke on the handle".

Manufacturer narrative:
It was reported that the brakes on the rollator were not functioning as intended ("the brake cable broke on the handle"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.